Manufacturer narrative:
Optimized ortho launched an investigation into this event. The device was returned to optimized ortho by the customer. It was concluded that design tolerance could have been opened to minimise the effect of a borderline manufacture. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
The impact adapter was placed onto the cup impactor handle and attaches via magnetism. However when the surgeon tried to remove this was fixed stuck and took two grown men to physically pull the impact adapter off the impactor handle. This happened three times and caused a delay of forty-five minutes to the surgery while the patient was anaesthetised.

Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The impact adapter was placed onto the cup impactor handle and attaches via magnetism. However when the surgeon tried to remove this was fixed stuck and took two grown men to physically pull the impact adapter off the impactor handle. This happened three times and caused a delay of forty-five minutes to the surgery while the patient was anaesthetised.